Event description:
Anaphylaxis type reaction [anaphylactoid reaction]. Throat swelling [pharyngeal oedema]. Reoccurring rash [rash]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was significant for treatment with synvisc one several times before, without incident. On an unspecified date in (B)(6) 2013, pt initiated treatment with synvisc one (hylan g-f 20) injection at a dose of 06 ml in both knees (route of administration and frequency not provided). The lot number for synvisc one was not provided. On an unspecified date in (B)(6) 2013 (about one week after synvisc one injections), pt developed anaphylaxis type reaction, rash and throat swelling. The pt went to the hosp and was treated with steroids (unspecified), pepcid (famotidine) and benadryl (diphenhydramine). It was reported that rash was reoccurring. The physician reported that pt did not have any avian type allergies. The action taken with synvisc one treatment was not provided. The outcome for the events of anaphylactic type reaction and throat swelling was not provided. At the time of the report, pt had not yet recovered from reoccurring rash. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The relationship of synvisc one with all the events was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation result was received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.